Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted the xience alpine everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily tortuous, moderately calcified, 90% stenosed, distal right coronary artery. After pre-dilatation was performed the 2.5 x 38 mm xience alpine stent delivery system (sds) did not cross due to the anatomy. An additional guide wire was advanced for support and additional dilatation was performed; however, the sds failed to cross again. Resistance was felt during retraction of the sds from the patient. A new, same size xience alpine was deployed successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.